Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 50936 on 3/11/2019, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast reconstruction with a 250cc mentor memorygel breast implant(right), and a 200cc mentor memorygel breast implant (left). Bilateral rupture was noted post procedure. In 2011 the patient noticed a size decrease in her left breast, and in 2016 noted a size decrease in her right breast. A mammogram performed in 2016 confirmed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-09012 for contralateral prosthesis report.